Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR# 2134265-2009-06180, 2134265-2009-06182 and 2134265-2009-06184. It was reported that post a drug-eluting stenting treatment procedure, stent thrombosis occurred. The pt was admitted for two months in 2004. The pt presented with chest pain and underwent further cardiac testing. An abnormal EKG and cardiac enzymes were noted. A total occlusion in the left anterior descending (lad) artery after the takeoff of the diagonal branch and take off of the first large septal perforator was discovered. On an unspecified date, the lad was stented with a 3.0x24mm, 3.0x20mm, 3.0x24mm and 3.5x12mm taxus stent. The pt was on plavix for at least 6 months following stent implantation. In 2007, the pt suffered from a myocardial infarction due to in-stent thrombosis of the taxus stents in the lad. The pt underwent add'l percutaneous coronary intervention (pci) including add'l stenting with a taxus stent in the lad. No further pt complications or injuries were reported.